Event description:
The customer reported the air/water supply of the evis lucera elite colonovideoscope was insufficient. The issue was found during reprocessing and a slight blockage was found during inspection. The scope was not used on a patient. The diagnostic procedure was unknown and the procedure completed with another scope. The customer noted the automatic endoscope reprocessors used at the site were not manufactured by olympus. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found the complaint was confirmed and the air/water supply was insufficient due to the nozzle clogging. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to ascertain further the nature of the foreign material left in the device. Deformation of the air/water nozzle could not be confirmed. No further cause of the suggested phenomenon could be presumed from the information provided towards this investigation. Olympus will continue to monitor field performance for this device.